Manufacturer narrative:
(B)(4) a conclusion code could not be chosen. The complaint was confirmed via photo inspection; however, a root cause could not be identified. Customer complaint is confirmed since a picture of product code 41140 (bite-gard oral bite block,intl) was received for evaluation (handle and block are separated). While performing the visual inspection test on the received picture, part of the handle was observed on the bite block which indicates that it was bonded correctly. Also a wear on the handle was observed which could be related to a correct bonding of the bite block. A dimensional and functional inspection of the product involved in the complaint could be conducted since the device was not returned. The device history record of (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled & inspected according to our specifications. Based on picture of product 41140 "bite-gard oral bite block, intl." Provided by the customer, a disconnection between the handle and the bite block is confirmed, however based on the picture it is not possible to determine that the issue was caused by an inappropriate assembly (bonding). Other remarks: as part of the investigation, DHR was revised observing that this specific lot required an average of 64.7lbs of force to disconnect both components. Additionally process was audited per actions established on CAPA#(B)(4) open for this same issue, without any findings. Sample is required in order to perform a detailed analysis of the part to try to determine the root cause of the issue.

Event description:
The customer alleges that the bite block separated and was in the patient's airway. The customer reports no harm to the patient. Intervention - the patient received brief anesthesia to retrieve the bite block.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bite block and the handle were disconnected. It was also observed that the bite block was bonded correctly. Based on the sample received, a disconnection between the handle and the bite block is confirmed. Although the complaint is confirmed, a root cause for the issue could not be determined. As part of the investigation, the DHR was revised observing that this specific lot required an average of (B)(6) lbs of force to disconnect both components. Additionally process was audited per actions established on (B)(4) open for this same issue, without any findings. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause for the reported issue could not be established.

Event description:
The customer alleges that the bite block separated and was in the patient's airway. The customer reports no harm to the patient. Intervention - the patient received brief anesthesia to retrieve the bite block.